Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A nurse called from the ICU and reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not ¿counting¿ the heart rate correctly. The pump shows a hr in the 40s, but the hr is actually in the 90s. The paced is partially v paced. They say that the pump appears to capture the pacer spikes, but does not capture the patients own intrinsic beats. This causes the pump to inflate for longer periods than it should. They have tried changing patches and lead/trunk cables. They have placed the pump in semi auto and pressure trigger and the pump seemed to be triggering appropriately with this. The cath lab was comfortable with timing the pump. Several minutes after this, the pump began to display the wrong hr again and began to inflate/deflate incorrectly. They tried switching pumps, but the same thing happened so they went back to the first pump. There was no patient harm or injury noted. This report is for the second iabp reported. The initial iabp is being reported separately.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit passed all functional testing and worked according to manufacturer's specifications. The iabp was cleared for clinical use.

Event description:
N/a.